Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after switching on the camera control unit an e117 error was displayed. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a defective motherboard was found during functional testing of the device, confirming the customers complaint. However, the root cause of the motherboard failure is unable to be determined. Olympus will continue to monitor field performance for this device.